Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultra meter display was faded. The medical affairs specialist sent follow up questions and obtained the following info. According to the pt, the reported issue started about a month before she called lfs. The pt was seeing faded results on the display. She was still using the reported meter and was interpreting her blood glucose results. The pt mentioned that she was calculating dosage of her insulin based on her feelings and interpreted results from the reported lfs meter during the issue. On a day about two weeks before she called lfs, the pt tested her blood sugar before lunchtime on the reported meter and construed a result of 17 mmol/l due to the reported issue. She administered about 4 units of unk rapid insulin based on that reading according to the sliding scale. She reported that she started feeling confused, shaky, nervous, hot, weak, and hungry after lunch that day. She treated herself with some food and juice and felt better after self-treatment. The pt stated that she believes that her blood sugar was lower than 17 mmol/l before lunchtime and she should have taken about 2 units of insulin or less than 2 units of insulin at that time rather than taking 4 units of insulin based on that reading. The pt also mentioned that she had not made any changes in her diet prior to developing symptoms on the day of incident. After the initial call to lfs, the customer service agent (csa) confirmed with the pt that the meter display appeared faded. Replacement products have been sent to the pt. This complaint is being reported because the pt alleges that she took insulin before lunch based on a reading on the lfs product, which she interpreted to be inaccurately high and after lunch she experienced symptoms that suggested hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.